Event description:
Patient underwent surgery to retrieve a piece of an articulating screwdriver that broke and was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The depuy warsaw material research department examined the returned screwdriver and confirmed the forked driver tip was fractured on one side of the fork adjacent the pin, the smaller portion was not returned. The driver was loaded in beyond the intended range of motion of the universal joint, resulting in a ductile overload of the material and fracture at the pinned feature of the cardan forked driver tip. No evidence of material or metallurgical defects was observed that could contribute to the failure of these components. The date code a0708 indicates the instrument was manufactured in july of 2008 and is over 5 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. Per the reporting patient x-rays are not available for examination. A complaint database search finds no additional reports of any kind against this product/lot combination. The investigation could not draw any conclusions regarding the reported event without product evaluation. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.